Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was 19k with supplementary information number of "29". The cup could not be opened or closed. Two control wires had come loose from the control wire fixing holes in the cup. The two control wires were broken and there were missing parts. The fixing hole of the control wire on the cup was scratched by the excessive force of the control wire. There were no abnormalities such as buckling of the insertion part. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the cup was opened. And the subject device was pointed out that the joint (hinge part) of the cup was broken and one of the cups opened too much. The intended procedure was completed with another device. The subject device was returned to omsc for evaluation. Omsc confirmed the following event on (B)(6) 2022 and determined that it was an medical device report (MDR) reportable event. The two control wires were broken and there were missing parts. There was no report of patient injury associated with the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.